Event description:
New information was received indicating that patient presented in the hospital for unknown reason. Patient received an alert on (B)(6) 2017 with low pacing lead impedance. Device high voltage therapy was disabled until the lead revision was performed. Fluoroscopy and cine revealed externalized conductors. The lead was capped and replaced on (B)(6) 2017. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a patient notification for lead noise episodes. Lead damages were suspected. Lead replacement was recommended. No further information available.